Event description:
It was reported tht the patient underwent a uterine balloon ablation in 2006. The uterus was sounded to 11cm and the balloon was insterted and 35 ml of fluid was used. Balloon pressure was slowly dropping so 40 ml of fluid was used. The balloon was pressurized to 180 mm hg. The patiient's intrauterine pressure did stabilize at 160 mm hg for 30 seconds. The heating cycle was initiated and run for 4 munutes. The pressure slowly dropped from 160 to 100 mm hg, but temperature was maintained throughout. Therapy was stopped at 4 minutes. The cooling off period was performed for approximately 2 minutes and the balloon was deflated and removed. Twenty fife ml of fluid was aspirated from the balloon and a tiny perforation in the balloon was noted. Postoperatively, the patient had some left lower quadrant pain for which the patient was observed and treated with pain medication. The left quadrant pain increased during the evening and a laparoscopy was carried out revealing a distal portion of the left fallopian tube distended with fluid. This did not appear as a hydrosalpinx as the fimbria were intact. That portion of the tube was removed laparoscopically and the patient's pain resolved. The patient continues to have some left lower quadrant pain.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2006-00423 for the other medwatch. The same patient is represented in each medwatch.